Event description:
The customer reported via phone call that she was unable to download the insulin pump at her doctor's office. The customer stated that she received an error message stating that the device could not be found. Troubleshooting showed that there was a communication error preventing the insulin pump from transmitting information. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit passed the displacement test and self test. Unit downloaded properly. No download anomaly was noted during testing. However, multiple a47 alarms noted in alarm history screen due to corrupted history files. No physical damage noted during visual inspection.